Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was receiving treatment with continuous renal replacement therapy (crrt) using a prismaflex set. According to the reporter, the patient was receiving antifungal treatment (caspofungin) and ¿was ineffective¿. It was further reported ¿it failed to prevent fungemia caused by candida, which had become sensitive, and the progression was towards a state of shock refractory to all therapies, leading to the death of the patient¿. There was no report of a medical intervention associated with this event. The cause of death was not reported. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.